Event description:
It was reported the patient is experiencing wound drainage at her scs ipg pocket site after undergoing an scs ipg replacement procedure. Subsequently, the physician examined the site and determined it looked "okay" but placed the patient on oral antibiotics as a precaution. Follow-up identified per the physician, the site is "looking better." The physician determined the patient may have had a reaction to the wound dressing/tape or betadine. Additionally, the patient was to remain on oral keflex for 10 days.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.